Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. Evaluation reproduced the reported symptom "after pressing the ok button the letter d appears" when the #2 key became intermittently stuck causing either a #2 or letter d to appear whenever a key is pressed. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump , "after pressing the ok button the letter d appears". It was also reported there was no patient injury.